Event description:
Follow-up info received on 3/15/2002: since the last submission of this case the following info has been updated: analysis results received (see section h 10). Comment: further info has been requested.

Event description:
Needle breakage[device induced injury]. Case description: report from the british health authorities: it was reported that a pt experienced that a novofine needle broke off subcutaneously in their abdomen when pt was administering their insulin in 2001. The patient had an x-ray performed. The consultant surgeon reviewed the x-ray and evaluated that no surgical intervention or surgical follow up was required. The patient was allowed to go home. The consultant padiatrician will review the patient in his diabetic clinic. Comment: further information has been requested.